Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test.¿thump and carelink software was utilized and downloaded trace/history files properly. The adapt tool revealed no delivery on (B)(6) 2024 at 20:14:16 was recorded during rewind. However, no alarms noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿ the following were noted during visual inspection: missing display window/cover, cracked keypad overlay, stained keypad overlay, battery tube threads - cracked, cracked case (battery tube), label damage (faded and stained) and cracked case. In conclusion, pump passed all required testing.¿ unable to verify customer alleged for low/high bg. Possible over delivery was not confirmed during testing. Cosmetic damage was confirmed at the side of the battery compartment when cracked battery tube case and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 50 mg/dl at the time of the event. The customer was treated with the glucose shot and insulin pump (subcutaneous insulin infusion). Troubleshooting was performed and later it was declined. The customer had been using the insulin pump system within 48 hours. It was also found that the auto mode feature was not active at the time of the event. The customer receives a change sensor alert and a sensor updating alert. The type of damage was a crack and the location of the damage was at the side of the battery compartment. The customer was at work leading up to the event. No further patient complications were reported. The customer was instructed to revert to the backup plan per health care professional instruction and the insulin pump will be returned for analysis.